Event description:
Ous MDR - after an implantation period of approx. 38 months, pacing impedance values <200 ohm and shock impedance values < 25 ohm were reported. A possible lead fracture due to device migration was assumed. ICD therapies were deactivated. At the moment biotronik has no further information with regard to a planned revision procedure. The lead remained implanted at that time. No adverse patient side effects have been reported.

Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The manufacturing process for this device was reinvestigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. Subsequently the provided diagnostic images have been carefully analyzed. The available xrays confirmed a deformation of the svc coil as reported in the complaint description. Furthermore on one of the x ray images twiddling of the lead in the pocket area was visible which might have contributed to the deformed shock coil. However, in spite of the available information, no definite conclusion can be drawn regarding the root cause of the deformed svc coil. An analysis of the lead would be necessary for a root cause investigation. Should additional information or the device itself become available for analysis, the investigation will be updated.